Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was experiencing low blood glucose and then it would shoot up to high blood glucose. This issue was happening for about a week before the spouse called blood glucose level at the time of the last incident was 403 mg/dl which was treated with bolus. The customer was unwilling to go through all of the troubleshooting for high blood glucose. The insulin pump will not be replaced.